Event description:
Boston scientific received information that the patient was seen for follow-up and the remaining battery longevity appeared lower than expected. The field representative discussed with boston scientific technical services (ts) that programming changes had just been made to decrease pacing outputs. Ts reviewed that it takes about thirty days for programming changes to be reflected in the remaining longevity calculation. The power consumption of the battery was also reviewed and it appeared to be elevated; it was suggested that at follow-up a save to disk and memory dump be done to further investigate. The patient was scheduled for a three month follow-up visit, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.